Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device's handactivation buttons were activating intermittently. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.